Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Reportedly, the customer went to the nurse's office, drank juice, and ate a protein bar to address bg. The cause of bg was unknown; however, the contact suspected bg was a result of junk food and gym time during school. Recommendation was made by tandem's technical support for the contact to contact a healthcare provider regarding bg. At the time of report, bg was 155 mg/dl.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the lowest blood glucose (bg) level confirmed in the pump logs was (B)(6) mg/dl. Cgm data was not available. A bolus was delivered at that time the bg of (B)(6) mg/dl was entered and the user declined the pump recommended correction. The user also made bolus requests while still having insulin on board (iob). Complaint could not be confirmed. Making bolus requests without entering a bg value and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.